Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 30) with multiple cartridges during basal delivery. The customer's blood glucose was 231 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.